Manufacturer narrative:
(B)(4).

Event description:
On 07jun2019, during a johnson and johnson vision care quality survey, a patient (pt) in (B)(6) reported a diagnosis of ulcers in both eyes (ou) while wearing acuvue® oasys® brand contact lenses (cl). The pt was given trial cls and was instructed to use them for 30 uninterrupted days. A few days after wearing the cls, the pt experienced discomfort in one eye (unspecified eye) but the pt was instructed by the eye care provider (ecp) to continue using the cls. Upon day 5 of uninterrupted use of the cls, the pt experienced increasing pain and the pt visited another ecp to be examined. The ecp found ulcers ou and the pt was treated (unspecified) for 1 week, with severe pain. The pt has not returned to the ecp. On 13jun2019, additional information was received from the pt: the pt is new to contact lens wear. The pt visited the first ecp in (B)(6) 2019 to try using cls. The pt was instructed to wear the cl for 30 days straight without removal. The pt reported experiencing discomfort ou on the 3rd day of wear and upon visiting the ecp was told to use lubricating drops frequently. The pt experienced ou pain and redness on the 5th day of wear. The pt visited an eye hospital due to ou pain and redness and was told there was an ulcer in each eye. The right eye (od) ulcer was worse than the left eye (os) ulcer. The pt was treated with antibiotic drops every hour for 2 days, then every 2 hours for another few days, then every 4 hours for another few days (unknown duration). The pt had follow-up visit to the clinic almost every 1-2 days for 2 weeks. The pt reported that the treatment concluded and ou are currently fine. The pt has not yet returned to cl wear. Multiple attempts were made to the treating ecp to obtain additional medical information. No additional information has been received. This report is for the right eye (od) event. A separate report will be filed for the left eye (os) event. Lot number and suspect product were discarded. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.